Event description:
It was reported that the monitor lost power. It is unknown when the issue was found, and no procedural information has been provided at this time. There were no reports of delays or patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during an unspecified procedure, the high definition lcd (liquid crystal display) monitor power turned on and off and the image did not display. The procedure was delayed for an unknown period but there is no evidence that the delay was longer than 30 minutes. The procedure was completed using a similar device and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Update b5 and d8. Correction to h4: added manufacture date. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was returned and the customer's allegation was not confirmed. The device evaluation found no reportable findings. Based on the results of the investigation, a definitive root cause cannot be identified. It is possible that the power cannot be turned on due to electrical overload caused by lightning or static electricity, or a failure of the power supply board due to moisture absorption and deterioration. Labeling: the issue of the device repeatedly turning on and off was not confirmed. Therefore, it cannot be determined whether the problem was caused by user misuse. Olympus will continue to monitor the field performance of this device.